Manufacturer narrative:
G3/g4: correcting date received by manufacturer for the initial MDR: the information needed to determine reportability was received on 4/22/21, not on 3/30/21.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: repair of herniae with mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/03189248, 10x15 cm]. Implant date: (B)(6) 2005 (hospitalization [ni]). (B)(6) 2005: (B)(6), md. Operative report. Preoperative diagnosis: recurrent umbilical hernia. Postoperative diagnosis: recurrent umbilical and incisional hernia. ¿under general endotracheal anesthesia, the patient¿s abdomen was prepared and draped in the usual fashion. A vertical midline incision was made extending superiorly to the umbilicus. The dissection was carried down to the hernia sac itself which was eccentric to the right. After identifying the immediate defect it was possible to identify multiple other defects in the abdominal wall where suture had been placed. There were at least 4 or 5 herniae in the region of the epigastric and umbilical hernia repair. The entire area was excised with a fairly wide defect. The repair was accomplished by using a piece of composite mesh and securing it to the interior of the abdominal wall with through-and-through prolene suture. Activated platelet gel was placed in the operative site and a hemovac drain was also placed bringing it out through a separate stab wound to the left of the incision. The subcutaneous fat was reapproximated with interrupted 2-0 vicryl and the skin was closed with running subcuticular 3-0 vicryl suture. The patient tolerated the procedure without difficulty and was transferred to the recovery area in satisfactory condition.¿ (B)(6) 2005: (B)(6). Implant record. Mesh gortex composit 10 x 15 cm. Catalog #: 1dlmcp03. Type: implant. Lot number: 03189248. Manufacturer: w.l. Gore. Quantity: 1. Implant/explant site: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/03189248) was implanted during the procedure. Relevant medical information: (B)(6) 2008: (B)(6), md. Pathology report. Accession: (B)(6). Material submitted: 1. Umbilical hernia sac. Pre-operative diagnosis: recurrent umbilical hernia sac. Final diagnosis: umbilical hernia sac: a. Hernia sac with fibrosis and fatty connective tissue. B. No evidence of neoplasm. Gross description: labeled ¿(B)(6)¿, source is ¿recurrent umbilical hernia sac¿. Received is an aggregate of yellow fatty tissue interconnected by a pink-tan, deep red, dense fibromembranous tissue. The specimen measures 11.5 x 9 x 3 cm. Three portions contain green sutures. Representative sections from these portions are submitted in cassettes (1, 2). Additional representative sections from throughout specimen are submitted in cassettes (3, 4); stock saved. Microscopic description: the hernia sac has a thick fibrous lining and a partial covering of flattened to mesothelial like cells. There is much associated fatty connective tissue. (B)(6) 2005: (B)(6), md. Operative report. Preoperative diagnosis: sinus tract of midline incision status post repair of incisional hernia with mesh. Postoperative diagnosis: same. Operative procedure: excision and debridement of sinus tract. ¿under general endotracheal anesthesia the patient¿s abdomen was prepared and draped in the usual fashion. The sinus tract was excised through an elliptical incision in the upper abdomen. The dissection was carried down to the mesh itself where the granulation tissue was completely debrided. The deep tissue was closed in layers using interrupted vicryl suture and the skin closed with skin clips. The patient tolerated the procedure without difficulty and was transferred to the recovery area in satisfactory condition.¿ explant procedure: excision and debridement of abdominal wound with excision of mesh. Excision of abdominal wounds/debridement and removal of prosthetic mesh. Explant date: (B)(6) 2005 (hospitalization [ni]). (B)(6) 2005: (B)(6), md. Operative report. (B)(6), md. Indications for procedure: the patient is a 43-year-old gentleman who had undergone umbilical herniorrhaphy repair in (B)(6) of 2005. This was as secondary repair. He developed wound drainage and had a subsequent excision of the wound and closure in (B)(6) 2005. The patient had chronic draining sinuses, and most recently an abscess that was drained. In probing, all wounds tracked deeply towards where the mesh was presumed to be located. He is scheduled for elective excision of the wound with possible removal of mesh and the resulting sequelae. The surgery was explained to the patient on numerous occasions in detail with all risks, benefits and alternatives, and he understood and consented to the procedure. Preoperative diagnosis: chronic draining wounds of abdomen. Postoperative diagnosis: chronic draining wounds of abdomen. IV fluids: 1000 cc of crystalloid. Specimens: of wounds and mesh. Drains: none. Complications: none. Operative time: 30 minutes. Description of procedure: ¿the patient was brought into the operating room and was placed on the operating table in the supine position with arms extended on padded armboards and all pressure points adequately padded. Sequential compression devices were applied prior to the induction of anesthesia, and after adequate anesthesia was induced, the patient¿s abdomen was prepped and draped in the usual sterile fashion. Using methylene blue on q-tips, all wounds were probed and carefully the methylene blue was placed into the depths of the wound, lining the tracts completely. Next, a wide elliptical excision was performed in the skin and subcutaneous fascia. The tissue was carefully dissected down to the abdominal wall, from lateral medial, and the dissection proceeded, removing and transecting through the sinuses. Once the majority of the subcutaneous tissue and scar tissue was removed, with a scalpel the remaining sinuses were carefully dissected down to where the prostatic material was encountered. All the tissue was removed. On probing with the finger cephalically there was still a small are [sic] of mesh with overlying tissue that still had some of the granulation tissue and drainage. As a result, the wound was excised even further cephalically and around the wound edges as well into bleeding viable subcutaneous fatty tissue. This completely exposed all the mesh, which was removed by dr. (B)(6). There was no frank hernia. There was reasonable scar tissue there to give abdominal support at this time. There was no evidence of bowel, preperitoneal fat, etc. The wound was copiously irrigated with bacitracin solution and hemostasis meticulously obtained with electrocautery. All prolene sutures around the mesh were removed as well. There was no evidence of any methylene blue. All tracts were completely excised. The wound was deemed clean. There were no other sinus tracts noted on any turbid material encountered on pressing on the abdomen in any direction on the wound. The wound was copiously irrigated with bacitracin solution and dried and packed wet-to-dry with saline gauze. The patient tolerated the procedure well and was awakened from anesthesia and brought to the recovery room in stable condition. All sponge, instrument and needle counts were correct at the end of the case.¿ (B)(6) 2005: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: draining wound, status post repair of incisional hernia. Postoperative diagnosis: same. Procedure in detail: ¿under general endotracheal anesthesia and after completion of the initial excision by dr. (B)(6) down to the level of the mesh, the mesh was carefully inspected and showed marked loosening from the surrounding tissue and involvement with the inflammatory process. The entire area of mesh was excised by dividing the prolene sutures. Each prolene suture was also removed and additional granulation tissue was excised from the area. The wound was subsequently packed with wet gauze and left open to heal secondarily.¿ relevant medical information: (B)(6) 2005: (B)(6), md. Pathology report. Accession: (B)(6). Material submitted: 1. Wound debridement. Clinical diagnosis: wound debridement with removal of mesh. Pre-operative diagnosis: non healing surgical wound. Final diagnosis: skin wound, debridement: benign ulcerated skin with dermal scar, foreign body reaction and inflamed granulation tissue formation; synthetic mesh (gross only). Gross description: labelled ¿(B)(6), wound debridement.¿ several irregular portions of tan gray, synthetic mesh and pink tan skin and subcutaneous tissue measure 11 x 5 x 2.5 cm in aggregate. Representative sections are submitted (1a, 1b). Microscopic description: sections show excisional portions of benign skin and subcutaneous tissue with dermal scar, foreign body reaction and inflamed granulation tissue formation. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The [gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open umbilical and incisional hernia repair on (B)(6), 2005 whereby a gore® dualmesh® plus biomaterial was implanted. If multiple explant dates are provided: the complaint alleges that on (B)(6), 2005 and (B)(6), 2005, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, inflammation, "loosening" and explant. Additional event specific information was not provided.